Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer replaced the sodium electrode and informed the tsc specialist that replacing the sodium electrode had resolved the problem. The cause of the discordant sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were rerun on an alternate instrument, and different results were obtained. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.